Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received lost sensor alarms and calibration issues. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the sensor was noted to be bent and split. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was broken and missing parts; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.